Event description:
The facilities maintenance indicated the bed is drifting into the trendelenburg position.

Manufacturer narrative:
The facilities maintenance replaced the trend cylinders to repair the bed.